Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek ii arm shipped to site 01/11/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported a site navigation system articulating arm that would not tighten completely. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the vertek arm failed testing for the vertical pull. The vertek arm passed the horizontal pull test. The ball joint at the star-burst end was found to be loose. The reported event was confirmed to be caused by a mechanical failure mode due to the loose joint starburst end.the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. As previously reported the part was replaced to resolve the issue.